Event description:
It was reported that this device was gong to be turned off due to explant. It was noted that the device was visible through the skin. The device was thus explanted. The device will not be returned as it was contaminated. No additional adverse patient effects were reported.